Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for a stroke. During the hospitalization, the customer experienced unusually low blood glucose values. The patient's blood glucose was 64 mg/dl and treated with food. Their blood glucose had never been that low before in their life. During troubleshooting for the low blood glucose, no insulin pump anomalies were noted. The device also passed the displacement test. The insulin pump will not return for analysis.